Event description:
It was reported that the programmer ac adaptor had no output. The adaptor was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis confirmed the reported event. As a result the adaptor was scrapped. (B)(4).